Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the screw of the his lead was rotated eight to ten times around the mid-septum, the catheter had sunk in deeply, and contrast imaging confirmed a retrograde coronary coming back from the septal branch. A computerized tomography (CT) and echocardiogram were performed. It was noted that there were no large holes or other issues identified, however the CT revealed that there was a thick coronary running through the mid septum and there was a high possibility that the septal branch had been injured. Additionally, it was noted that the patient¿s blood pressure dropped from one hundred and fifty beats per minute (bpm) to eighty bpm during the procedure. The operation was discontinued and the lead was not implanted. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that a pacemaker procedure was performed at a later date and it was successfully completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.